Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm 4 months post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal tenderness ("belly is still tender / have really good days where my belly is very flat not bloated"), abdominal distension ("belly is still tender / have really good days where my belly is very flat not bloated"), inflammation ("inflammation nos"), joint swelling ("ankles swollen") and decreased appetite ("less appetite"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, inflammation and joint swelling outcome was unknown and the abdominal tenderness and abdominal distension had not resolved. The reporter provided no causality assessment for decreased appetite with essure. The reporter considered abdominal distension, abdominal tenderness, inflammation, joint swelling and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal, abdominal tenderness and abdominal distension, inflammation nos, ankle swollen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: inflammation nos, ankle swollen and less appetite were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm 4 months post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal tenderness ("belly is still tender / have really good days where my belly is very flat not bloated"), abdominal distension ("belly is still tender / have really good days where my belly is very flat not bloated"), inflammation ("inflammation nos"), joint swelling ("ankles swollen") and decreased appetite ("less appetite"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, inflammation and joint swelling outcome was unknown and the abdominal tenderness and abdominal distension had not resolved. The reporter provided no causality assessment for decreased appetite with essure. The reporter considered abdominal distension, abdominal tenderness, inflammation, joint swelling and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, abdominal tenderness and abdominal distension,inflammation nos, ankle swollen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm 4 months post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal tenderness ("belly is still tender/have really good days where my belly is very flat not bloated") and abdominal distension ("belly is still tender/have really good days where my belly is very flat not bloated"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal tenderness and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal tenderness and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal, abdominal tenderness and abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.